Event description:
It was reported to nova biomedical that a consumer went to the emergency room thinking her blood sugar result was high. When the consumer arrived at the emergency room the nurse tested the consumer getting an unknown result, but told the consumer it was "ok". This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in reported in this event will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.